Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was at bench for analysis, it was discovered that the display was dim on the lower half. There was no reported patient involvement at the time of the event, therefore no consequences or impact occurred.